Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urgency frequency, urge incontinence, urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that the patient¿s device was not working as their bladder symptoms were worse than before. It was advised that the patient contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.